Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the problem could not be confirmed. The distribution board was replaced as potentially involved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involvement of the distribution board cannot be excluded as most likely root cause of the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.